Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The device was received for evaluation. Visual and functional testing were performed. Visual inspection revealed that the original packaging of one of the trays from one lot had been opened prior to receipt. The catheter and connector of this tray was already assembled, but did not appear to have been used on a patient. However, this sample was not included within the following investigation. All remaining trays were unopened original packages. Visual inspection of the remaining samples (all lots) did not reveal any defects or anomalies with the catheters or the connectors. During functional testing, the catheter and connector samples were tested as an assembly (catheter to a detachable hub). Two of twenty-two samples from one lot and one sample from another lot, failed to remain assembled when tested. The inside diameter of the connectors from the failed assemblies were inspected for defects following the test. No defects or anomalies were found. The separation of the components confirmed the complaint. However, the root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. (UDI) are unknown. No product information has been provided to date.

Event description:
It was reported that the epidural and kits are coming unclipped or the catheter is disconnecting from the clip while they are still closed. No patient injury was reported.